Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are 16 units in stock in b. Braun surgical's warehouse. We have received 50 closed samples. To evaluate the conformity of these units, we performed the following test: knot pull tensile strength results conducted on the samples received are (B)(4). Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements regarding knot pull tensile strength. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with dafilon suture. The client reported that when the surgeon tied the thread, the thread was cut continuously. No patient injury was reported. Further information has not been received.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.